Event description:
It was reported that the patient presented in-office. The patient complained of shortness of breath, weakness, low grade fevers, orthopnea, lower extremity edema and dyspnea on exertion. Patient had a recurring staph epidermidis and staph hominis bacteremia. The entire system was explanted due to infection. The patient was stable before, during and post procedure.